Manufacturer narrative:
(B)(4). For 14 of the 17 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The sensor interface board was replaced to resolve 6 of the reported events, the central processing unit was replaced to resolve 4 events, the flow sensor was replaced to resolve 3 events, and 1 event was resolved by calibrating the flow sensor. For 1 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 event, the customer declined service. For 1 event, the checkout of the unit was performed by a distributor.

Event description:
This report summarizes 17 malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced therapeutic output failure. 12 events were reported for malfunction error that results in a loss of mechanical ventilation, 3 events reported for malfunction error that prevents mechanical ventilation, 1 event reported for malfunction preventing volume control mode of ventilation, and 1 event reported a popping noise and mechanical ventilation stopped during a case. These reports were received from various sources. Of the 17 events, 8 did not involve patients, and 9 did involve patients. 1 patient is (B)(6), no identifier. There was no patient information available for the other 8 patients.